Manufacturer narrative:
A replacement glidescope video baton 2.0 large and glidescope core smart cable were provided to the customer. The video baton 2.0 and the core smart cable used in the procedure were returned to verathon for evaluation. A verathon technical service representative evaluated the returned devices and confirmed the image failure. When the customer's video baton 2.0 and core smart cable were connected to a known, good, test monitor and the connection between the video baton and smart cable was manipulated, the image cut in and out and a split screen image occurred. When a known, good, test monitor and a known, good, test baton were connected to the customer's core smart cable, the image was stable and clear. The camera image quality test was performed on the customer's core smart cable and passed. When a known, good, test monitor and a known, good, test smart cable were connected to the customer's video baton 2.0, the image cut in and out and a split screen image occurred. The camera image quality test was performed on the customer's video baton 2.0 and failed. The technical service representative attributed the poor image quality issue to a damaged connector on the video baton 2.0. Since no repair is available for the glidescope video baton 2.0 large or the glidescope core smart cable and a replacement for both was already provided to the customer, the video baton 2.0 and the core smart cable used in the procedure were scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, when the smart cable was manipulated, the image went in and out and the image on the screen was scrambled. The customer was able to isolate the issue to the video baton 2.0 by testing it with a glidescope go monitor. A delay in the procedure of an unspecified duration occurred as an unreported back-up device was obtained. No harm to the patient or user was reported.